Manufacturer narrative:
Continuation of d10: 419378 lead, implanted (B)(6) 2005. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was hospitalized for chest discomfort, discomfort when moving, palpitations, and pacing failure and rising thresholds were observed on the left ventricular (lv) lead. It was additionally noted that there was rising right ventricular (rv) lead thresholds in addition to a suspicion of loss of capture. Additionally, the patient experienced phrenic nerve stimulation from the rv lead and it was noted that the rv thresholds have been decreasing over the past one to two year. The following day, the patient felt numbness in their hands while sleeping and it was noted that the patient had lost consciousness. The lv lead was reprogrammed and a temporary lead was placed the following day. The following day further loss of consciousness was observed and cardiac massage was performed. The rv and lv lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory, indicated pacing capture threshold in the right ventricle was rising. Analysis of the device memory, indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory, indicated pacing capture threshold in the right ventricle was unstable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.